Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported problem was confirmed in the field logs and replicated during testing. The unit was installed onto a pftp and failed to detect the expected system nodes: ac_1f 319. Upon visual inspection, the rolling loop fiber was found dislodged and damaged in the spar. Based on this investigation, failure analysis concluded that the damaged rolling loop fiber was the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a nissen fundoplication da vinci assisted surgical procedure, errors occurred on arm 1. The technical support engineer reviewed the system logs and confirmed error codes indicating a problem with arm 1. The customer first attempted a standard power cycle to recover from the fault but was unsuccessful. The engineer then guided the customer through a hard power cycle; however, the system still did not allow the arm to be disabled. Because another patient-side cart was not available, the instrument release kit was used to safely remove the instruments, and the cannulas were detached. The arms remained unable to move from the port clutch, so the patient cart was maneuvered away from the patient to achieve a safe anatomical position. The surgeon determined that a laparoscopic approach was not feasible, and another robot in a different operating room was used to successfully resume the procedure after the patient was transported under continued sedation. The ports removed and the port sites closed prior to transferring the patient. No additional ports were needed. The patient tolerated the transfer well. There was a delay of roughly one hour. There were complications. The patient had to be transferred. The impact was not ideal. Concern that the system completely stopped working without warning. No option to continue with this system at that time. The procedure was completed as planned on another system.